Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of questionable results on multiple tests for patient samples on a cobas 6000 e 801 module. Of the data provided, there were discrepant elecsys total psa immunoassay and elecsys ft4 assay results for three patient samples on e 801 module serial number (B)(4). For one of the patient samples, there was a discrepant elecsys tsh assay result on a different e 801 module. This medwatch will cover patient 1, patient 2, and patient 3 data on e 801 module serial number (B)(4). Refer to medwatch with patient identifier (B)(4) for patient 3 data on the different e 801 module. The qc prior to the event was acceptable. For patient 1 the initial total psa result was 0.0791 ug/l and the repeat result was 4.06 ug/l. For patient 2 the initial ft4 result was 3.40 pmol/l and the repeat result was 17.5 pmol/l. For patient 3 the initial ft4 result was 3.53 pmol/l and the repeat result was 15.4 pmol/l. The sample was repeated two more times and the ft4 results were 18.8 pmol/l and 18.9 pmol/l. There was no allegation of an adverse event. The erroneous low results were reported outside of the laboratory. The corrected reports were sent to the medical personnel. The qc after the event was not acceptable. The total psa reagent lot number was 3401800. The expiration date was asked for but not provided. The ft4 reagent lot number was 34169500. The expiration date was asked for but not provided. The field service engineer (fse) decontaminated multiple systems on the e 801 and found minor contamination. The fse performed mechanical checks for the sample probe, reagent probe, and prewash sippers that were acceptable. The qc was acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.